Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 8, 2025 ¿ march 10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the pink part at the top of the pump. This was observed after removing the pump from the packaging. There was no patient involvement. No additional information is available.